Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2; foreign country - united kingdom. Review of the most recent repair record determined the motor had signs of corrosion and the speed was unstable. The motor was replaced. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time on an unknown date the unit was sent for repair. There was no harm or delay reported. Due diligence is complete, and there is no additional information. Upon investigation, the motor speed was unstable.